Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple minimum fill notifications since receiving the pump. Reportedly, the customer has been able to reload the cartridge and complete the load process. Most recently, the customer attempted to reload the cartridge twice unsuccessfully before calling tandem technical support. While troubleshooting with tandem technical support, the customer loaded a new cartridge and completed the load process successfully.